Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The patient was seeking a new healthcare provider (hcp) as they were having a disagreement. Per the patient the hcp thought the patient was accessing their own pump because the lady from home care agency "that came and tried to get my pump and fill it up, has put so many stab holes in my body trying to get to it, and he says that she says that she only did it four times, which is not true, she was at my house for two hours trying to get to my pump so she could take out the old morphine and put the new one in." The hcp now wanted to take all the morphine out and put saline solution in the pump and have the patient go through detox. The patient did not want to go through withdrawals. Per the patient the pump was used to deliver morphine and "another medication" but the patient did not know the name. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information.